Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd veritor¿ at-home covid-19 test the customer experienced false positive test result. Eua# (B)(4). The following information was provided by the initial reporter. The customer received a false positive test result. Customer tested and got a positive and then tested again 20 minutes later and received a negative. There was no report of patient impact.

Event description:
It was reported when using the bd veritor¿ at-home covid-19 test the customer experienced false positive test result. Eua# (B)(4). The following information was provided by the initial reporter. The customer received a false positive test result. Customer tested and got a positive and then tested again 20 minutes later and received a negative. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1326240. D4: medical device expiration date: 18-may-2022. H4: device manufacture date: 06-dec-2021. H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received one positive, one negative result within 20 minutes¿ using the bd veritor at home covid-19 test (material # 256094), batch number 1326240. ¿customer tested one more time with a completely different test and got another negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd (B)(6) at-home covid-19 test the customer experienced false positive test result. Eua# (B)(4). The following information was provided by the initial reporter. The customer received a false positive test result. Customer tested and got a positive and then tested again 20 minutes later and received a negative. There was no report of patient impact.